Event description:
It was reported that " during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made: received in tray. Pusher not deployed. Cutter not deployed. Needle trigger retracted. Retract lever fully retracted. Lever lock and tape disengaged. Urethral endpiece (ue) ready to deploy. Distal tip undamaged. Unsheathing pawl not engaged with suture spool. Shuttle not engaged with needle spool. Suture ferrule in place. Case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancy was observed: needle damaged: the needle tip is broken at the tip. Capsular tab (CT) did not unsheathe. The needle was found to be broken at the tip. Comparison with a reference needle shows no reduction in the overall length of the broken needle. The break interface of the broken needle is regular and there is no missing material to report. Any possible missing material is esti-mated to be less than 1 m in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of de-vice positioning or excessive movement of the device or patient anatomy. Device history review investigation did not show issues related to complaint. The customer report of: " during the procedure, the suture was not visible " was confirmed. Confirmation is based on investigation results showing that the device suffered a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode: ul - needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of the nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine"

Event description:
It was reported that " during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4) section d 4 the lot number has been updated to 73g2401086. And unique identifier (UDI)# corrected from (B)(4).